Event description:
Per distributor: customer has experienced high bgs and diabetic ketoacidosis. Customer was hospitalized almost unconscious. Customer was treated with IV fluids and insulin. When customer woke up customer noticed that the reservoir was still full and the insulin had not been delivered during the night. Further, the cde reported that the driver arms were loose. Also case was damage.